Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that there was a separation between the female connector and main body of three (3) minicap transfer sets. This occurred during the use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual devices were not available; however, two (2) videos of the samples was provided for evaluation. The videos were reviewed and showed that the female connector was separated from the main body. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.